Event description:
It was reported the powerloc max needle tubing breaking / cracking at the distal end of the tubing where it meets the luer lock hub. The incident occurred during long continuous infusions with the drug blinatumomab. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Manufacturer narrative:
Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2024-06102 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2024-06106.

Event description:
It was reported the powerloc max needle tubing breaking / cracking at the distal end of the tubing where it meets the luer lock hub. The incident occurred during long continuous infusions with the drug blinatumomab. No other information was provided.